Manufacturer narrative:
Stryker evaluated the customer's device but was unable to verify or duplicate the reported issue. As a precaution the ECG connector and therapy pcb assembly was replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device was unable to pass the pacing test. In this state, pacing therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.